Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparin 83 units, 1 sample exhibited poor plasma "floaties" in the plasma after processing which led to erroneous chemistry results. There were no reports of patient impact; no health consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. Lot number was not reported; however, 2 potential lot numbers were provided. The information for these are as follows: d4. Medical device lot #: 5197638, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 31-jul-2026, h4. Device manufacture date: 16-jul-2025. D4. Medical device lot #: 5225560, d4. Unique identifier (UDI) #: (B)(4), d4. Medical device expiration date: 31-aug-2026, h4. Device manufacture date: 01-sep-2025. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.